Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous lesion at the posterior lateral artery. When the bmw elite ii was inserted, it entered the side branch accidentally. It was pulled strongly to remove and the coil separated and the separated portion remained in the patient's body. A stent was implanted to embed the separated coil between the stent and vessel wall and the procedure was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from not returning to returned. (B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported separation was confirmed although the reported difficult to remove was not confirmed due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported separation appears to be related to circumstances of the procedure although a definitive cause for the reported difficult to remove could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of device embedded in the vessel is listed in the use error fmea for coronary and peripheral use guide wire (gw) as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.